Event description:
The customer reported, a posterior capsule tear. The surgeon stated while he was in grade one sculpt, it felt as though it was in grade two. The system was changed out, but the surgeon still had the same problem. The posterior capsule tear occurred with the second system. The nucleus became impaled on the tip, and the posterior capsule tore, with some of the lens material falling into the vitreous cavity. The iol was not implanted. The pt was sent to a retinal specialist for further surgery.

Manufacturer narrative:
The co service rep examined the system and could not duplicate the problem. The system was tested and met all product specifications. The customer provided the settings used during the event reported. The customer stated, the co sales rep came in and changed the settings with no problems since then. The parameter review of the settings were completed by research and development. The settings as reported would not cause a posterior capsule tear. The cassette and tubing were saved and are returning for eval. Investigation including root cause analysis is in progress.